Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that a cartridge damaged an intraocular lens (iol). The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company iii d cartridge was returned. Only a small amount of viscoelastic was observed in the cartridge. The tip is heavily stressed and cracked beginning in the nozzle anterior extending through the tip exit. The anterior of the tip has an aneurysm that has torn and stretched the cartridge tip material. The cartridge shows evidence of being placed into a handpiece. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified lens and viscoelastic. It is unknown if a qualified handpiece was used. Cartridge tip damage was observed. Lens damage was also observed (reference pr (B)(4)). Based on the evaluations of the lens and the cartridge, the root cause for the damage may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. (B)(4).